Event description:
There was an allegation of questionable ft4 results from the cobas 6000 e601 module. The initial result was >7.77 ng/dl with a data flag. The repeat results were 7.21 ng/dl, 3.26 ng/dl, and 4.52 ng/dl.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found the electromechanical valve on the sipper syringe unit needed to be replaced. The valve was replaced, and calibration, qc, and precision checks passed. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.